Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2014 in the common bile duct. According to the complainant, during the procedure, upon placement of the stent, they noticed that the stent deployed on its own and not in the target site. The stent was removed with a snare. However, while removing the stent, it broke while inside the patient. The broken pieces were successfully retrieved. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
Pt age: patient reported to be over 18 years of age. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.